Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple shocks as the rhythm reverted. All programmed therapy was delivered and a code 1005 indicative of an open circuit condition during the last shock delivery. Technical services (ts) recommended lead replacement. The patient was admitted for further evaluation. No additional adverse patient effects were reported. Additional information was obtained, the shocks delivered were for ventricular fibrillation (vf), the last shock was unable to convert the rhythm.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple shocks as the rhythm reverted. All programmed therapy was delivered and a code 1005 indicative of an open circuit condition during the last shock delivery. Technical services (ts) recommended lead replacement. The patient was admitted for further evaluation. No additional adverse patient effects were reported. Additional information was obtained, the shocks delivered were for ventricular fibrillation (vf), the last shock was unable to convert the rhythm.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple shocks as the rhythm reverted. All programmed therapy was delivered and a code 1005 indicative of an open circuit condition during the last shock delivery. Technical services (ts) recommended lead replacement. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple shocks as the rhythm reverted. All programmed therapy was delivered and a code 1005 indicative of an open circuit condition during the last shock delivery. Technical services (ts) recommended lead replacement. The patient was admitted for further evaluation. No additional adverse patient effects were reported. Additional information was obtained, the shocks delivered were for ventricular fibrillation (vf), the last shock was unable to convert the rhythm.